Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the stent separated in a patient with extensive disease and considered a non-surgical candidate. The stent was deployed in a heavily calcified, tortuous vessel which was not predilated, which is contrary to instructions for use. The vessel appeared unchanged and not stented which was believed to be due to the unknown stent separation from the delivery system. The location of the separated stent was not identified and no retrieval attempts were made. The procedure continued with the placement of nine stents in the left main in preparation for surgery. The surgery was due to the patient's extensive preexisting cardiac conditions and not due to the stent separation. Reportedly, the patient expired during the surgical procedure.